Event description:
It was reported that the patient presented to the hospital after receiving an alert. Upon device interrogation, noise was observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.